Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. Approximately 41 months later, an endurant aortic cuff was implanted in the patient along with heli-fx endoanchors to treat a type ia endoleak. Aneurysm size was reported as 65mm diameter with an aortic neck length of 4mm. Approximately 8 years post index procedure, the patient underwent re-intervention to treat a possible endoleak. The implanted stent graft was re-lined. The event was assessed as being aneurysm related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.